Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Unknown. If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure date? Unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unspecified pediatric cardiac surgery on an unknown date and suture was used. The needle popped off while suturing the sternum. Another like device was used to continue with the procedure. There were no adverse consequences reported. Additional information was requested.